Manufacturer narrative:
Investigation results: sample evaluation: one loose 1ml assembled syringe was received by bd (B)(4) and reported to be from batch #7087640 (p/n 309659). The sample was visually evaluated. The syringe was found to have a clear liquid inside the tip area of the barrel. The plunger rod was removed to evaluate the liquid fm. The fm was gooey and was most likely silicone used in the manufacturing process. The amount observed in the sample was excessive per product specification. DHR review for batch 7087640 (p/n 309659): manufacturing dates: 04/06/2017 to 04/08/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7087640 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid was found at the tip of a bd¿ slip-tip disposable tuberculin syringe before use. No injury or medical intervention.